Event description:
A user facility dialysis director reported they have had an increase in clotting of the extracoporeal system since converting to the 2008t bluestar hemodialysis machine with the smartech combiset bloodlines. They are currently using the autoprime feature as well. They report a generalized increase of clotting in the venous chamber and have had to increase heparin dosage for the patient. They report that the patient complained about this as well. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system from this patient regarding to combiset smartech bloodline product been delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and DHR review was not performed since the lot number is unknown and no information was found on the sap system, the alleged event could not be confirmed. At this time, no sample has been provided. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility dialysis director reported they have had an increase in clotting of the extracoporeal system since converting to the 2008t bluestar hemodialysis machine with the smartech combiset bloodlines. They are currently using the autoprime feature as well. They report a generalized increase of clotting in the venous chamber and have had to increase heparin dosage for the patient. They report that the patient complained about this as well. The estimated blood loss was unknown. Additional information was requested but was not received to date.